Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after an unknown duration post implant of this 33mm mitral annuloplasty ring, it was reported that the valve was infected, and an intervention to replace the infected valve and vegetation from was scheduled. The morning of the procedure, the vegetation on the valve embolized causing a fatal heart attack or cardiac arrest. Resuscitation was performed and the patient was placed on extra corporeal membrane oxygenation (ECMO). The patient was then taken off of life support and passed away. No additional adverse patient effects were reported.